Event description:
It was reported that the implantable pulse generator (ipg) device was unable to establish telemetry; showed no pacing spikes, and had no magnet response. The device remains in use, but a replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.